Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a powerpicc catheter kit. The kit was received opened. The catheter exhibited use residues and was trimmed between the 29 and 30 cm depth markings. The catheter was flushed using a 12 ml syringe which revealed both lumens to be patent to infusion, however, leakage was observed distal to the molded joint when flushing both lumens. Microscopic inspection of the catheter revealed multiple splits within the region where the leaks were observed. The split edges were irregular and sharply defined. The fracture surfaces exhibited a striated texture. Surface abrasions were observed in the vicinity of the splits. The features of the splits and surface abrasions were consistent with manipulation using a traumatic, grasping instrument, such as forceps or hemostats. The presence of use residues suggested that the manipulation occurred during attempted product use. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when they open the pack in cath lab, it was found defective. Additional information 8/10/2023: it was reported there was no patient harm or injury. The event did not interrupt or delay treatment or cause a life-threatening situation. (B)(6) 2024 the catheter returned for evaluation exhibited multiple splits and leaked fluid.